Event description:
A physician attempted arteriotomy closure using the starclose device, after a diagnostic procedure. The starclose clip fired, but did not achieve hemostasis. The patient experienced a hematoma of unknown size. The physician reverted to manual compression. No medical or surgical intervention was required.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings attributed to this incident.